Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo 12.6, -11.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023 the lens was replaced with a same size , different diopter lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim #(B)(4).

Manufacturer narrative:
B5 - the lens was repositioned on (B)(6) 2023 due to refractive surprise. This did not resolve the problem. The same day lens was exchanged with a same model, length but different power. This resolved the problem. H6 - 4628 added to the inital MDR. Claim # (B)(4).